Event description:
It was reported the insulin pump for many years it hasn't turned on. Customer stated the batteries die without warning. Customer does not know blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.